Manufacturer narrative:
A six-month maintenance was completed. Sodium (na) measuring chloride (ci), potassium (k) and calcium (ca) tips were replaced. Troubleshooting was performed with the customer. Beckman coulter's representatives visited the facility in an attempt to define the root cause. The root cause has not been identified. The customer stated cultures were retrieved from sample probe line every month. Cultures were negative at the time of the event. Quality control (qc) is performed three times within one day. Samples are primarily plasma in serum separation tubes (sst). Calibration and qc are performed every 24 hours. The customer stated aseptic technique was followed when reagents were replaced. The customer is aware of proper sample handling. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported low sodium (na) results involving unicel dxc 600 synchron system. The customer stated low na results were produced several hours after calibration for approx. One month. The low results were discordant to another unicel dxc system and did not correlate with the pt's clinical condition. The customer stated the erroneous results were not released out of the laboratory. The anion gap flag alerts the customer to retest samples before results are reported. There was no report of pt injury or change in pt treatment associated with this event.